Event description:
It was reported that during pump revision surgery, the pt's pump was found to be inverted. The pt's pump was stabilized by anchoring suture to the abdominal fascial wall in 4 tack downs. The catheter was uncoiled. The pump telemetrized without difficulty. The pt healed well post-operatively and recovered without sequela. The medication being delivered via the device system was morphine sulfate.

Manufacturer narrative:
.